Event description:
It was reported that the medfusion pump failed the occlusion test. There was a motor rate error. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other text: additional information h6, h10 this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked by the tube holders. A review of the event history log (ehl) identified motor rate error. During the functional testing the reported issue was able to be duplicated. The worm coupling did not operate as intended as a result of normal wear. The root cause of the issue was due to normal wear as the pump was over 8 years old., corrected data: d1.

Manufacturer narrative:
Other, other text: h10 device evaluation: one medfusion pump was returned for investigation in used condition. The reported motor rate error (mre) was also reproduced during an occlusion test. The mre alarm was produced because the worm coupling was worn and not operating as intended. Normal wear and tear was identified as the root cause of the product problem. The worn worm coupling was replaced to address the reported issue.